Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 reporting an alleged hyperglycemic event associated with pump use. It was reported that the patient had a blood glucose (bg) of 500 mg/dl with extreme thirst, extreme urination and nausea. No treatment information was provided. The patient reports receiving multiple ¿loss of prime¿ warnings that led to the alleged bg level. Customer technical support completed troubleshooting which revealed that the user was not responding appropriately to the empty cartridge alarms causing the loss of prime and was not changing the infusion sets per the instruction for use. This complaint is being reported because the reporter alleged that the patient experienced hyperglycemia while on insulin pump therapy that was determined to be associated with use error. Troubleshooting did not indicate any pump malfunctions.